Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not going into standby mode. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The remote service engineer (rse) evaluated the device with the customer, verified touchscreen operation, and found the average air standard liter per minute (slpm) readout on the pneumatics screen to be -1.2. The rse advised the customer that is out of the tolerance of -1 to 1, and the flow sensor assembly needed to be replaced. The rse also provided the customer with the part identification (ID) of the replacement flow sensor assembly for repair.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of a part (flow sensor assembly) needed for correction. While it is unknown if the replacement flow sensor assembly has been ordered, the part aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.